Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the burnt bottom housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that there was no communication between the omnipod personal diabetes manager (pdm) and the pod. The patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the patient noticed a brown burn mark inside the shell of the pod. No treatment was provided.

Manufacturer narrative:
The device was received deployed with corrosion visible on the pcb, top and bottom batteries, and chassis assembly. All three batteries were measured and found to be lower than expected. An external power source was required to download data from the device. The download data shows an 0xd7, power reset detecting while running, alarm occurred during operation. Due to the extent of the corrosion, a leak test was performed. A tear was observed in the unexposed portion of the soft cannula. This tear diverted fluid from the intended fluid path and caused fluid to accumulate in the device resulting in the observed corrosion. The cause of the 0xd7 alarm could not be conclusively determined nor could the cause of the reported thermal event be determined. Additionally the cause of the reported communication error could not be determined.